Event description:
Per the clinic, the patient sustained a head trauma resulting in damage to the abutment. On (B)(6), 2014 the patient underwent revision surgery for debridement of the site. During the procedure a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.